Manufacturer narrative:
At this time no conclusions can be made regarding the degree to which the bard/davol bard flat mesh may have caused or contributed to the patient¿s post-op complications. The patient was implanted with multiple mesh products from different manufacturers. Medical records were reviewed and the cause of the post-op complications cannot be identified. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
Per information provided by the patient's attorney, patient fact sheet and medical records: on (B)(6) 2007: the patient was diagnosed with a cystocele and underwent an anterior repair using a non-davol graft and implant of a pubovaginal sling using a non-davol mesh. On (B)(6) 2007: the patient was diagnosed with a rectocele and underwent a bilat sacrospinous ligament fixation using a non-davol mesh. On (B)(6) 2007: the patient was diagnosed with systematic pelvic relaxation, enterocele and underwent repair with implant of a non-davol mesh. On (B)(6) 2008: the patient was diagnosed with an enterocele and underwent an abominal repair of an enterocele with implant of a bard/davol bard flat mesh. On (B)(6) 2008: the patient was diagnosed with symptomatic pelvic relaxation, enterocele and underwent a repair of the enterocele using a non-bard/davol mesh. On (b)(67) 2010: the patient was diagnosed with vaginal adhesions and exposure of mesh (unspecified) and underwent a partial explant of the exposed mesh at the top of her vagina. Patient alleges bodily injuries resulted after the implant of the bard/davol pelvic mesh product such as ¿pain and suffering from multiple surgeries, infection, inflammation and severe pain. In additional to my physical pain and discomfort which I continue to suffer, I also have suffered psychologically and emotionally with stress and anxiety as well as depression¿. As reported after the implant of the pelvic mesh product (s), patient reports ¿due to the pain after the mesh surgery, I am now limited on the house work that I am able to accomplish and walking through the store for groceries is very painful as well.¿ it is alleged patient suffered from adhesions, cystocele, enterocele, rectocele, recurrent or chronic vaginal or bladder infections and recurrent vaginal pain after implant of the bard/davol mesh.